Manufacturer narrative:
The patient came in complaining due to a flexion block. The cause of the block was unknown at this time. The surgeon planned to revise the liner. Additional information received on 03 march 2017 and includes: the surgery was completed successfully on (B)(6) 2017. Additional information received on 06 march 2017 and includes: the cause of the poor range of motion, which lead to a flexion block, was excessive build-up of scar tissue in the suprapatellar pouch. On 13 march 2017 the (B)(4) performed a clinical evaluation and commented as follows: one year after primary cemented tkr, the patient complains of insufficient flexion, which is due, according to the report, to abnormal formation of scar tissue. A new surgery was performed, without removal of components, except the pe liner, which is standard practice but not due to a device malfunction. The scar tissue was removed and the outcome is not known to date. No reason to suspect a defective device originated the problem. Batch review performed on 27 march 2017. Lot 147676: (B)(4) items manufactured and released on 08 september 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining due to a flexion block. After revision of the liner, it was confirmed that the cause of the poor range of motion, which lead to a flexion block, was excessive build-up of scar tissue in the suprapatellar pouch. X-rays are available. Explants are not available.